Event description:
Lead warning on (B)(6) 2020. High v rate on same day that appears to be noise. Caller was able to confirm patient had a left mastectomy on the same day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).